Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "silicone migration and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and lymphadenopathy.

Event description:
Patient reported right side "silicone was up in their arms and was causing their lymph nodes to enlarge", "rupture", and ¿so sad, the grief and loss they felt to lose their breasts was huge", they were so concerned about what they will look like, as they will end up worse than they started", "they were scared, as well as, not surprised to be having an experience like this.¿ device remains implanted.